Manufacturer narrative:
The last calibration was performed on (B)(6) 2019. Product labeling states renewed calibration is recommended after 1 month (28 days) when using the same reagent lot, after 7 days (when using the same reagent kit on the analyzer), and as required: e.g. Quality control findings outside the defined limits. Quality controls were within range on the day of the event. The clotting time and centrifugation time did not appear appropriate for the type of tube used. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 93.47 pg/ml accompanied by a data flag. This value was reported outside of the laboratory to the doctor. The doctor ordered a new sample to be collected from the patient as the value did not correlate with the patient's symptoms. This second sample resulted with a troponin t value of 16.4 pg/ml. The complained sample was then repeated, resulting with a value of 17 pg/ml. The troponin t reagent lot number was 34588800, with an expiration date of 31-dec-2019.